Event description:
Patient had a right total knee arthroplasty in fall of 2007. Because of pain, he had a revision total right knee arthroplasty in late summer of 2009 and it appeared that the femoral component was loose. A stemmed component was used at that point. He did reasonably well in the postoperative period. He then had a total left knee arthroplasty in fall of 2009. He had a lumbar spine operation in spring of 2010, but right knee pain continued and it was apparent that the femoral component had again loosened. He was seen in consultation by other orthopaedic surgeon and the decision was made to revise his component to one that would have a more metaphyseal fixation.